Manufacturer narrative:
The explanted parts were examined. The parts were returned assembled. The laser lines on the head, neck and stem were aligned properly. There was no gross damage to the parts, although there was some marks of unknown origin on the side of the head and on the neck/stem interface. The stem, including the grit blast area, showed no damage. The diameter of the stem was measured and was found to be in specification. Additional MDR's associated with this event: 3025141-2017-00130: stem; 3025141-2017-00132: head.

Event description:
Following implantation of an arh slide-loc radial head prosthesis, the stem loosened in the bone. Implants were explanted. There was no issue with the implant - the head neck was in the 'locked' position.